Manufacturer narrative:
As the impella device had associated events, the device cannot be dissociated and therefore is being reported as death type of reportable event. However, in this case, patient underlying condition likely contributed most to an outcome of death (cardiogenic shock stage e; patient remained critically ill after intervention and unable to fully recovery). The patient was transitioned into palliative care and care was withdrawn leading to the patient expiring. Device status: the impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was initially implanted with an impella cp for approximately 17 hours for pre-percutaneous coronary intervention support. The patient was unable to successfully wean drips overnight and the heart team decided to escalate to an impella 5.5 for further mechanical circulatory support (mcs) and during this support, the patient experienced device sensing issue, bleeding, device malpositioning, and ventricular tachycardia requiring intervention. The patient ultimately expired. The impella was successfully placed and impella 5.5 immediately placed on p-2 support level. Impella cp was decreased to p-1 and pulled back into the aworta. Impella 5.5 was slowly increased to p-7 support level. Impella cp was then turned off and removed. Perclose x2 were tied down and manual pressure used for hemostasis. Transesophageal echocardiogram confirmed measurement of 4.7cm. The patient was transferred to the unit in critical condition. Post implant, same day, the optical sensor measured ¿significantly¿ lower than the blood pressure and remained low. Support continued. Two days later the patient remained intubated and still not following commands. The patient was weaned from epinephrine and remained on dobutamine. The patient had good diuresis over the last 24 hours. The were no plans to explant the impella any time soon but the team was hopeful for recovery. It was further noted there were no systemic anticoagulations due to gastrointestinal bleed concerns. Placement signal and blood pressure still did not match up. The placement signal was noted approximately 400 points lower. As the patient continued on support now a day later, it was noted the patient continued to have bouts of ventricular tachycardia. The physician pulled the impella back 1cm. The patient continued to have black stools and received one unit of blood daily. Systemic bivalirudin was placed on hold. Colonoscopy and ganglion block procedures were scheduled. However, completion and results were unnoted. Two days later, the patient was transferred for palliative care, and the following day the patient expired; care was withdrawn.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Tachycardia: the root cause of the injury was unable to be determined due to insufficient clinical details. Major bleed: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: due to lack of clinical details, the root cause of the device in wrong position cannot be established. Optical signal issue: due to a lack of clinical details about what was occurring with the patient during this and no product returned, the root cause of the optical sensor issue cannot be established. Device history review: the device passed all post sterile inspection checks.